Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf device code f2301 captures the event of an additional tool (snare) to retrieve the broken guide catheter fragment.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in the common bile duct to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During deployment process, the inner guide catheter got detached. It was removed with a snare and the procedure was completed with another of the same device. There were no patient complications reported as a results of this event and the patient's condition at the conclusion of the procedure was reported to be stable.